Manufacturer narrative:
UDI (di): (B)(4). The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
It was reported that when a patient presented in clinic for follow-up, high capture threshold and low amplitude r-waves were observed. The physician concluded that the lead was dislodged. The lead was explanted and replaced after repositioning was unsuccessful. The patient was in good condition post-procedure.